Event description:
It was reported that during a da vinci-assisted surgical procedure, a jaw of the harmonic ace broke off when power was applied to the device. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.509" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to the broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.